Manufacturer narrative:
(B)(6). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2023, that on (B)(6)2023 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6)2023. It was reported that the patient experienced a skin reaction with itching, redness, swelling, and inflammation extending beyond the patch perimeter, which occurred the day after the sensor had been inserted into the arm. The skin was prepped with alcohol prior to sensor insertion. The patient¿s parent took him to the ER due to the skin reaction. He was diagnosed with cellulitis and was treated with cephalexin. He was discharged approximately 3 hours later. The patient was in stable condition at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.